Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during central processing, the customer reported the prograsp forceps had a broken cable. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The surgical task when the issued occurred was traction of perivesical tissue. It is unknown if there was any instrument collision and it was said that the feeling of the opening/closing of the grips felt different. It is unknown if there were any issues with the up/down (pitch) motion of the wrist. It is unknown if there are any visible cables protruding from the distal end. Nothing fell into the patient and patient demographics were not provided.